Event description:
It was reported that a pump turns on and off without user input. The customer stated that the pump would power on by itself and the screen would flash. The customer also stated that the screen would flash when attempting to turn off the pump. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The evaluation confirmed that while operating on power supplied from a battery module only and in the off state, the device will flash "battery charging" and "check battery" alert messages. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The submission of this complaint is due to the risk associated with an alleged intermittent power up and power down without user input.